Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of set screw anomaly was confirmed and was due to med adhesive found on thread of the atrial connector block. No med adhesive or septum material was found inside the atrial setscrew inset. The device was tested and no electrical anomalies were found.

Event description:
It was reported that during a replacement procedure, set screw could not be turned. The device was replaced.